Event description:
Reporting status: serious injury-permanent damage/medical intervention. Reporting rationale: myocardial infarction (mi) causes irreversible necrosis of the heart muscle/restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the promus was successfully implanted in the proximal lad in 2009. The pt returned with chest pain, and experiencing an mi 5 months later. In-stent restenosis was found focal, right in the middle of the stent. This was diagnosed angiographically. The restenosis was treated with two stents from another company.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Angina, myocardial infarction, and stenosis, as noted in the promus IFU, are known adverse events associated with coronary stenting. These known pt effects are not necessarily an indication of a product quality deficiency. Since there was no reported product malfunction, there does not appear to be any indications of a sds quality deficiency. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there does not appear to be any indication of a product quality deficiency.